Manufacturer narrative:
The product is expected to be returned for analysis, but has yet to arrive at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to have dislodged as confirmed via x-ray. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be re-extended. The ra lead was removed and replaced with an alternate. No additional adverse patient effects were reported.